Event description:
A report was received that the patient had difficulty communicating the remote control (rc) to the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was no longer working. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty communicating the remote control (rc) to the ipg. The patient will undergo a revision procedure.